Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that monopolar curved scissors (mcs) instrument had a broken cable. Isi followed up with the initial reporter and obtained the following additional information: there was no reported patient injury.